Event description:
The impacting ring instrument broke in-situ after impacting the cup. The surgeon was not immediately able to remove it normally with the impactor handle due to lack of thread purchase. To solve the issues, add'l steps were quantified in about 30 mins. However, the surgery was successfully completed without any harm for the pt.

Manufacturer narrative:
The thread of the impacting ring was damaged (threads were stripped). The surgeon was impacting for a long time because the pt's acetabulum was tight and the cup would not seat right; when the surgeon attempted to remove the 52mm impacting ring from the cup using the multi-function handles, the ring was stuck in the cup due to the lack of thread purchase. The surgeon used another instrument and was eventually able to remove the 52mm impacting ring from the cup. He then proceeded to impact the 52mm cup using another impacting instrument, available between the instrumentation at disposal. The surgery was completed successfully w/o any harm for the pt. It is highly likely that the attempts to impact for a long time caused some problems to the thread of the impacting ring and this bring to the further problems the surgeon had in removing the impacting ring from the cup.